Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The unit was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked casing at the display window corner, minor scratched on the display window, and a scratched reservoir tube window. Visual inspection shows damage is to the display window corner and not the lcd display window, and there were no cracks on the reservoir tube window as reported by the user. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. The caller confirmed that motor error alarms were frequent occurrences with this pump. The caller also mentioned that there was a crack on the lower left of the display window, and another crack on the lower right of the display. There was another crack on the battery loading slot as well. The reservoir window was also cracked. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.